Event description:
It was reported by service report that the dip switches were set incorrectly. The customer could not determine whether there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: dip switch settings.